Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty establishing connection with their evoke closed loop stimulator (cls) resulting in charging difficulty. Troubleshooting was performed during which it was identified that the cls was in an angled position due to the patient¿s soft tissue distribution. A revision procedure was performed, and the cls was repositioned to resolve the reported event.

Manufacturer narrative:
The cls remains implanted. A review of the device logs revealed short charging sessions, confirming the reported event of charging difficulty. The cls repositioning resolved the reported event. Therefore, confirming that the cls position was the root cause of the connection issue and subsequent charging difficulty. The evoke scs system surgical guide states, ¿the pocket should be 0.5 cm to 2 cm below the skin surface, and to ensure that the cls lays parallel to the skin surface so that charging is not compromised¿.